Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined to provide additional information regarding the reported issue.